Event description:
A malfunction alarm on the pump was reported by the caller, which caused the customer's blood glucose level to exceed 500 mg/dl. The customer addressed the high glucose level by administering a correction injection via multiple daily injections. No assistance from a third party was required, and the specific value of the blood glucose level was unknown, only displayed as "high." The malfunction code was resettable, although there was a dropped call due to a bad connection, preventing further follow-up by technical support.